Manufacturer narrative:
Citation: kazemian et al. Trends in transcatheter versus surgical aortic valve replacement outcomes in patients with low-surgical risk: a systematic review and meta-analysis of randomized trials. Am heart assoc. 2024 nov 5;13(21):e036179. Doi: 10.1161/jaha.124.036179. Epub 2024 oct 18. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of trend in transcatheter versus surgical aortic valve replacement outcomes in pat ients with low-surgical risk. The meta-analysis included 7 studies (6 randomized clinical trials and 1 sensitivity analysis) comprised of 4,682 patients who were predominantly male with a mean age of 74.1 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, evolut pro or evolut pro+ bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, valve dysfunction, myocardial infarction, arrhythmia requiring permanent pacemaker implant, congestive heart failure requiring rehospitalization, and aortic valve reintervention. No further information was provided pertaining to medtronic products.